Event description:
It was reported that the lead was not sensing and lost capture. The lead was explanted and replaced. No patient complications were reported as a result of this event. It was further reported that the right ventricular (rv) lead was dislodged. During testing of the lead at maximum output, the patient experienced an "electrical" stimulation in their back and side. It was also noted on a chest x-ray that the right atrial (ra) lead had a sharp angulation after exiting the device compared to the initial post-implant x-ray. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, all conductors had blood/body fluid (not obstructed). The inner insulation was kinked/buckled and the outer insulation had a breached cut. The helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, and there was tissue on the helix. The lead was stretched and visual analysis revealed apparent explant damage.